Manufacturer narrative:
Review of the provided image is consistent with the alleged harmonic ace curved shears instrument blade breaking off. The instrument blade is broken which is consistent with the reported problem. The broken instrument blade is part of the harmonic insert and is most likely a result of accidental contact with a hard object during use. The harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. The broken piece, approximately 0.28" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported was that the instrument was found with the teflon pad lifted off its slot and broken. No material appeared to be missing as the teflon pad was reseated back to its slot on the clamp arm. Clamp arm holding the teflon pad was still able to open/close.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the tip of the harmonic ace instrument blade broke intraoperatively. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument was inspected prior to use with no issues identified. No intraoperative collisions occurred. The surgeon was dissecting tissue when the blade broke. The fragment was visually identified and retrieved with a laparoscopic grasper. The customer stated there was no injury